Manufacturer narrative:
Received one (1) used primary plum set. A crack was observed on the secondary port under the blue clave. The set was air pressure leak tested per specifications. There was a leak observed at the secondary port. The most probable cause for the leak at the secondary port is the cracks observed typical of external bending forces applied during use. The complaint of drip chamber leakage cannot be confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported there was leaking on the drip chamber during infusion. There was no obvious defects noted on the tubing set such as cracks or breaks with no any hole, cut, tears or any other defects noted. The tubing was replaced and therapy was resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. Leak noted at drip chamber with no any spillage and no any drug exposure to patient or staff. There was patient involvement with no patient harm.